Event description:
Balloon applicator popped while in pt; necessitating replacement.

Manufacturer narrative:
Evaluation summary: failure likely due to manufacturing defect; corrective and preventive action is in progress.